Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and customer's glucometer. Reportedly, customer's insulin had gone bad. Bg was addressed via a manual injection, infusion set change, and customer changed and loaded cartridge with a new vial of insulin. The customer was instructed to consult with healthcare provider regarding bg level.